Manufacturer narrative:
The subject device was returned and visually evaluated. It was confirmed to be jammed and would not deliver any fasteners as was reported. The handle assembly was taken apart and it was noted that the pawl clutch, spring pawl, and the captive pin had detached and were missing from the inner component assembly. Material deformation was visible on the clutch output gear indicating that significant force was applied during use. It was evident that the missing components had been installed during the manufacturing process. Based on the available information and the product evaluation, we are unable to determine a definitive root cause for the device jamming in use. It is likely that forces were applied after the device jammed as reported they continued to actuate the device, and this may have contributed to the significant deformation and separation of the assembled components. No material of manufacturing defects were identified. Review finds no other complaints have been reported for this lot (huaw2095) of (B)(4) units manufactured in november of 2016. The instructions-for-use (IFU) supplied with the device states, "if the fastener does not deploy properly, remove the device from the patient and test the device in gauze to ensure proper fastener deployment, otherwise discard the device appropriately and use a new capsure¿ permanent fixation system." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during use of a capsure fixation device in a lap ventral hernia repair used to secure a ventralight st mesh that the device jammed after 14-15 fasteners were deployed. The device would actuate, however no fasteners would come out of device. Surgeon used sutures to complete the fixation of the implant. The case was completed and there was no patient injury that occurred. The device was returned for evaluation. The returned sample found that internal components had material deformation from applied force and some components were missing as returned. Follow up with the user reports that nothing was noted to have fell free from or came out of the handle at anytime while the device was in use.